Manufacturer narrative:
(B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 8344507. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation summary: customer returned (5) loose 1/2cc, 6mm, 31g syringes. Customer states that the needle hub separated when the shield was removed. All returned syringes were tested and all shields were able to be removed the syringe without the hub-needle/shield assembly separating from the barrel. A review of the device history record was completed for batch# 8344507. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.5ml 6mm 90 bx 450 mo hub separated during use. The following information was provided by the initial reporter: material no: 324907 batch no: 8344507c. It was reported that the needle hub separated when shield was removed.